Event description:
Patient admitted to hospital with a pulmonary embolism. One day later, an inferior vena cava (ivf) filter was placed 5 to 6 cm below the renal veins. Ten days later, the patient remained in the hospital due to irregular heart rhythms and establishment of anticoagulant treatment; a cardiac catheterization was completed on this date to evaluate the heart vasculature; normal function found with minimal plaque formation; it was recommended that patient proceed with electrophysiology studies. One day later, the patient again had sustained v-tach; he did not respond to cardioversion and expired. Patient's body was sent for autopsy. Autopsy reveals that the ivf was terminally found in the right ventricle.